Event description:
New information received notes that lead was explanted without complication.

Event description:
It was reported during a clinical follow-up that noise was observed. In clinic testing did not reproduce the noise. The device was reprogrammed successfully and the patient will continue to be monitored.

Manufacturer narrative:
External insulation abrasions were noted at 13.4-13.6cm and 41.1-41.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 9.0-10.1cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 11.2-11.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.